Manufacturer narrative:
Previously reported stroke was treated with medication.

Manufacturer narrative:
It is reported that the patient recovered from the previously stroke event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Two resolute integrity drug eluting stents were implanted during the index procedure in the 1st diagonal. Approximately 3 months post index procedure patient suffered a stroke in the intracranial region.